Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. The log files reviewed by the manufacturer¿s technical services confirmed the pump stoppages were possibly associated with a driveline issue or a high current event. However, clinical data did not support the presence of thrombus. The customer requested an unshielded patient cable. No additional information was provided.

Manufacturer narrative:
It is unknown if the explanted pump is returning for evaluation. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 after many calls regarding his intermittent, 4 low flow alarms that were 1-4 seconds long at night, while on power module. The patient was brought in with the differential diagnosis of hypovolemia, pump thrombosis and mechanical issues with the system controller. On admission, device interrogation showed 4 pump stoppages for approximately 1-4 seconds, with resumption of power. The patient was asymptomatic at the time of the event. The patient was woken up by alarm, and by the time patient was able to look at the system controller, all numbers were within baseline. Next day, the patient was reviewing history of the system controller and was able to see the recorded low flow events. However, there was no information for pump stoppages. There were no low flow events reported during the day while on battery. The patient¿s mobile power unit (mpu) was exchanged out, and instructed to use power module only. The patient was placed on ungrounded cable, and there were no other alarms of low flows during the hospitalization. An additional two pump stoppages were observed. Therefore, on (B)(6) 2018, the patient had an evaluation for a possible percutaneous lead exchange because the patient continued to experience several low flow alarms while on battery. The manufacturer's technical service representative reviewed the submitted log file and observed two pump stoppages on (B)(6) 2018 at 15:40 and (B)(6) 2018 at 16:46. During these pump stoppages, low flows were triggered. These took place while the patient was connected to battery power. It appeared that the patient¿s short to shield had matured into a phase to phase short. A phase to phase short can cause pump stops while the patient is using a battery power, no ground patient cable, standard patient cable, and power module. On (B)(6) 2018, the patient had a driveline repair and the patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.